Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the screws broke 2 weeks post op. This was the second event after the screws broke putting them in upon insertion on the original case date.